Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient fixture test platform (pftp) where all test passed but the grip was found to be sticky. As a result of these findings, failure analysis was able to conclude that t grip lever springs were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted foregut surgical procedure, the customer called on behalf of the surgeon to report that the spring on the right master tool manipulator (mtmr) felt loose. The caller did not have any additional information. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and did not find any codes related to the reported issue. At this time, it is unknown if the procedure was completed in its original configuration. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no known impact or patient consequence was reported.